Event description:
It was reported that a patient presented with inappropriate shock from their implantable cardioverter defibrillator (ICD) due to myopotential oversensing. Programming changes were performed to resolve the issue. The patient condition was stable.